Event description:
An x-ray imaging loss malfunction was reported. Customer did reset the system to recover it and tried to do x-ray exposure during the reset phase that resulted in a non-recoverable system. Patient was moved to another system to complete the exam successfully. No injury was reported.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR: 9611343-2011-00006.